Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2008, the patient presented with chest pain, shortness of breath, diaphoresis, and vomiting. St elevation was identified in the anterolateral leads. Two days later angiography identified a 95% stenosed lesion in the mid left anterior descending (lad) artery, a 90% stenosed lesion in the distal obtuse marginal (om), and a totally occlude right coronary artery (rca). The lad was predilated with a 2.5x15mm maverick balloon. A 2.5x16mm taxus express2 stent was implanted, inflated to 16atm. The stenosis was reduced to 0%. The rca and om lesions medications given included: tnkase, lovenox, morphine, zofran, nitrates, nitroglycerin, plavix, and heparin. In (B)(6) 2009, the patient presented with severe chest discomfort and anteroseptal myocardial infarction (mi) secondary to the probable thrombosis of the previously placed proximal lad stent. Patient had stopped taking plavix and aspirin. Angiography identified the proximal portion of the stent to be totally occluded. Balloon inflations were made with a 3.0x12mm and 3.0x12mm non-bsc balloon. A 3.0x18mm non-bsc stent was implanted, inflated to 14atm for 60 seconds. The stenosis was reduced to 0%. Medications given included: nitroglycerin, integrilin, and heparin.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).